Event description:
The pt underwent cardiac catheterization with cypher (unk. Catalog/lot) stent implanted into the left anterior descending coronary artery in 2005. Fourth seven months after the index procedure, "tissue growth into the stent," was reported. Re-catheterization was completed with a xience stent being implanted in the same location.

Manufacturer narrative:
This product is not available as it is still implanted within pt. Additional info has been requested and will be provided within 30 days of receipt.